Event description:
It was reported that prior to implant, the manufacturer representative went to charge the battery and received an icon indicating no connection. The device was readjusted and the charge button was pushed again, which resulted in a power-on-reset (por) condition. At that time, either the charge button was pushed again or it went into the regular charging mode. Upon interrogation after completely charging the battery, a por condition was again displayed and a connection problem was indicated. It then cleared and restarted the clinician programmer automatically and went to the initial interrogation screen. It was suspected that the event may have been related to electromagnetic interference, although this was unconfirmed. The error codes which accompanied the por were not available. After exiting and interrogating everything was fine; however, the neurostimulator was not implanted and a different neurostimulator was used.

Manufacturer narrative:
.

Manufacturer narrative:
Final device analysis for neurostimulator (B)(4), revealed that the parity por bit was not reset. The firmware in the restore sensor was designed so that if a parity error is recorded in the log, then a por will take place and the customer will be informed via the physician programmer or patient programmer. The patient programmer will automatically clear the parity por bit and it will no longer show up on the programmer. The physician programmer will not automatically clear the por bit so it will continually show that a por occurred until the physician clears the parity bit with the 8840 programmer. Until the parity por is cleared, the firmware in the ins assumes another parity por has occurred and will continually inform the physician via the physician programmer or recharger that a por has occurred. This issue will occur whenever a parity por is the last por logged in the ins.